Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted (lot no. Cs0003v) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("she did not underwent essure confirmation test"). The patient had a medical history of hemostasis and grand multiparity on (B)(6) 2019. The only concomitant product mentioned was ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") with rash papular. In (B)(6) 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required). In (B)(6) 2014 she experienced alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge, heavy fluid") and was found to have weight decreased ("weight loss"). In 2014 she experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and feeling of body temperature change ("sensation of hot"). In (B)(6) 2017 she experienced urinary tract infection ("urinary tract infection"). In november 2017 she experienced vision blurred ("blurry vision"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), uterine pain ("uterus pain") and pain ("generalized body aches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted laparoscopic tubal sterilization bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pain, pelvic pain, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): diagnostic hysteroscopy was performed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming events pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 18-nov-2020: mr received surgery information and removal details has been added. Reporter information and medical history were added. Date of removal was added. Action taken with drug was updated. This case is being submitted retrospectively following an internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included grand multiparity on (B)(6) 2019 and hemostasis on (B)(6) 2019. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") with rash papular. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge, heavy fluid") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and feeling of body temperature change ("sensation of hot"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). In november 2017, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), uterine pain ("uterus pain") and pain ("generalized body aches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted laparoscopic tubal sterilization bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, alopecia, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood swings, vaginal infection, migraine, headache, nausea, allergy to metals, depression, vaginal discharge, vision blurred, weight decreased, feeling of body temperature change, uterine leiomyoma, uterine pain, pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pain, pelvic pain, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results: diagnostic hysteroscopy was performed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming events pelvic pain. Batch: no cs0003v, manufacture date: 2013-10, and expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.